Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer had been hospitalized numerous times since starting the insulin pump; the customer has spent at least 20 days in the hospital. The customer was hospitalized for diabetic ketoacidosis for two-four days, and when she was released she ended up in a different hospital seven hours later due to another diabetic ketoacidosis episode. The customer believed that her settings needed to be adjusted but her physician was on vacation. The patient's most recent hospitalization was due to a blood glucose exceeding 400 mg/dl. The customer got up to go to the bathroom and fell; she felt great prior to the fall. At the hospital the customer was taken off of the insulin pump and placed on an IV drip. The customer has since been treating via manual insulin injections.